Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2007 due to bladder and rectal prolapse.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 10/04/2016. (B)(4). It has been reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent revision on (B)(6) 2007 by dr. (B)(6) due to failed mesh, recurrence at (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.